Event description:
Reportedly, during testing, a 'low fio2' alarm occurred that could not be solved by calibrating the oxygen sensor. Upon replacing the sensor, this issue was resolved. There was no pt involvement reported.